Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to charge the ipg. A replacement charger was sent to the patient. A company representative met with the patient and was informed the charger would charge the ipg, however the charge would not hold. The physician and the patient decided to have the ipg replaced. Surgical intervention was taken to replace the ipg.

Event description:
Follow up information indicated patient has effective therapy and issue resolved.